Event description:
It was reported that on (B)(6) 2025, a bone marrow procedure was performed. Subsequently, on (B)(6) 2025, the patient presented with arthralgia, odynophagia, productive cough, and fever of 38.2°c. The patient was diagnosed with fever and neutropenia (low white blood cell count), and neuropathic pain related to the use of vencristina (vencristine) chemotherapy medication. The pain was located in the left lower extremity. Further physical examination identified the pain was on medial palpation of the left leg. The patient blood metrics were taken and based on the results the patient was prescribed cefepime to treat the fever and neutropenia (low white blood cell count). It was further reported that an increase in volume and redness was observed, accompanied by a high temperature in the left inner thigh; therefore, infectious cellulitis was diagnosed and cephalothin was also prescribed for treatment which was later suspended and replaced with vancomycin due to unfavorable treatment evolution.

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. H10: annex e: e172002 - cellulitis, e1901 - bacterial infection, e230101 - fever, e2330 - pain, e0309 - low white blood cell count. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a review of the internal manufacturing device record and raw material history files for the reported lot number 0001559853 was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. H10: b5 (describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information). H11: h6: annex g (component code), h6 (type of investigation, investigation findings, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a bone marrow procedure was performed. Subsequently, on (B)(6) 2025, the patient presented with arthralgia, odynophagia, productive cough, and fever of 38.2°c. The patient was diagnosed with fever and neutropenia (low white blood cell count), and neuropathic pain related to the use of vencristina (vencristine) chemotherapy medication. The pain was located in the left lower extremity. Further physical examination identified the pain was on medial palpation of the left leg. The patient blood metrics were taken and based on the results the patient was prescribed cefepime to treat the fever and neutropenia (low white blood cell count). It was further reported that an increase in volume and redness was observed, accompanied by a high temperature in the left inner thigh; therefore, infectious cellulitis was diagnosed and cephalothin was also prescribed for treatment which was later suspended and replaced with vancomycin due to unfavorable treatment evolution.

Manufacturer narrative:
H11: e1 (initial reporter facility name), g3 (date received by manufacturer), g6 type or report - follow up# 2), h2 (correction and additional information). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a bone marrow procedure was performed. Subsequently, on (B)(6) 2025, the patient presented with arthralgia, odynophagia, productive cough, and fever of 38.2°c. The patient was diagnosed with fever and neutropenia (low white blood cell count), and neuropathic pain related to the use of vencristina (vencristine) chemotherapy medication. The pain was located in the left lower extremity. Further physical examination identified the pain was on medial palpation of the left leg. The patient blood metrics were taken and based on the results the patient was prescribed cefepime to treat the fever and neutropenia (low white blood cell count). It was further reported that an increase in volume and redness was observed, accompanied by a high temperature in the left inner thigh; therefore, infectious cellulitis was diagnosed and cephalothin was also prescribed for treatment which was later suspended and replaced with vancomycin due to unfavorable treatment evolution.